Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Device received in its unopened shipping package.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant procedure, the battery bar was grey with pre-implant indication. The grey bar was still present after the device was at room temperature for 48 hours. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.